Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 01/18/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Only one half of lens was returned. Visual inspection at 10x microscope magnification was performed and residues of what appears to be viscoelastic ovd (ophthalmic viscosurgical device) were detected in the returned half of lens. The observed condition of the lens is consistent with a lens that has been cut for ¿iol removal process¿. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
As the lens was not implanted; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient''s capsule tore during implantation of a zcb00 18.0 diopter intraocular lens (iol). Lens was removed and replaced with a za9003 iol. There was no injury and patient is doing well.